Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer stated she has been using the contour next one for a year, but yet she can only find the two most recent blood glucose readings in memory. No ae alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.